Event description:
It was reported that there was an over infusion of potassium chloride. There was patient involvement but no harm. Bd learned additional information. It was reported that the nurse programmed IV potassium chloride 20meq in 50ml via piggyback to run at 50ml/hour. The nurse noted that it appeared to be dripping faster than it should. The nurse then attempted to manually enter slower rates on, and the drip rate did not appear to change. The nurse tried a completely different pump, and the result was the same. The primary tubing was changed, and the problem was resolved. Per report, the bd clinical practice consultant, who went onsite to gather additional information, opened the secondary clamp and was able to visualize the failure of the primary tubing's back flow check valve. While the clamp below the pumping segment was closed, the secondary infusion started dripping and air bubbles could be visualized in the primary bag as the air in the drip chamber was being pushed up into the bag.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.